Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the brachiocephalic vein the pta balloon catheter was allegedly difficult to retract through an 7 fr introducer sheath. Reportedly, the sheath and balloon removed together as one unit and then the health care provider used a new sheath with the original balloon to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon side of the hub is marked 12mm x 4cm and the wire side of the hub is marked .035" wire. A 7fr sheath was returned with the sample and still loaded on the catheter. The distal end of the balloon is wadded. The distal end of the outer shaft approximately 3cm flattened/kinked and appears to have been pulled excessively. It appears that the sample was removed as a single unit. Functional/performance evaluation: under 20x magnification, examined inflation/deflation ports which appeared to e fine. Distal cone is inverted. Using an in-house 20cc inflation device and 14cc water, inflated to 8atm. No leaks were observed indicating that there were no leaks in the closed system. Using a razor blade, cut about 2" to remove inner shaft and cut balloon in half for further evaluation. The proximal marker has been moved as well as the bullet. The distal marker is present and in proper location. Under 20x magnification, the proximal marker has dug into the bullet about 1/3mm. Due to the condition of the catheter, no further testing could be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for sheath retraction problems based on the condition of the returned sample (i.e. Balloon returned within introducer sheath and sheath tip flared). The root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current vaccess pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.